Event description:
It was reported that pump powered on but immediately displayed malfunction alarm, which prevented access to pump functions, and no information was available about blood glucose value at time of event. There was no reported impact to the customer¿s blood glucose level. Distributor noted that pump could start, charge, and connect to computer but remained inaccessible due to malfunction alarm, and pump was planned for return for evaluation while customer received replacement pump from distributor.